Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/15/2019. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem.

Event description:
The customer reported a touchscreen failure. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.